Event description:
I have been an amputee for 29 years. About 6 months ago, I decided to try a computerized knee called "rheo knee." It did not work from the start. I had used a "test knee" for a few days prior to making the decision to purchase one. It worked fine. When the prosthetist tried to get help from the company he was told to "reclibrate the knee." We did this a number of times. The knee was ( and is) impossible to walk on, and very unsafe. The company eventually sent its reps: while working on my knee they admitted the knee was defective, and that they had been aware that it was shipped from the factory with defective software. They promised to reprogram it and take care of the problem. It was not repaired. In fact, they sent it back after "reprogramming" and it has the identical problem. They told us to "recalibrate the knee." The knee does not improve when I "recalibrate the knee." They have sold a defective and dangerous product.